Event description:
It was reported that the patient had a reversal of sedation on (B)(6)2025 after left ventricular assist device (lvad) implantation. The providers noted a left gaze deviation and right sighted weakness. The computed tomography (CT) showed left middle cerebral artery (mca) infarction, and the computed tomographic angiography (cta) showed complete occlusion of left m1. A full neurologic exam was unable to be done due to their condition. The patient was not a candidate for tnkase (tenecteplase) due to surgery and large infarct size. A repeat CT on (B)(6) 2025 showed complete effacement of the left ventricle and midline shift. The patient's family declined decompressive hemicraniectomy as it was not in line with their goals of care. The patient had a percutaneous ventricular assist device (impella) placement prior to the implant that had complications which was the reason for urgent lvad placement which had previously been scheduled for a few days later. It was elected to transition to comfort care due to devastating cerebrovascular accident (cva). The patient passed peacefully on (B)(6) 2025.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.